Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult leaflet grasping appears to be due to challenging patient anatomy. The reported clip caught on chordae appears to have been a result of the reported difficult grasping. The reported foreign body in patient was a cascading event of the reported clip caught on chordae. The reported tissue injury appears to be related to challenging patient anatomy. The reported medical intervention was the result of case-specific circumstances. The reported mitral regurgitation (mr) appears to have been related to the reported clip caught on chordae. The reported patient effects of tissue injury and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Medical device problem code 1528 removed.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip deployed on chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The patient had restricted leaflets, enlarged atrium and rotated heart. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed with difficulty, but the clip was able to be implanted at a2/p2. A second clip was placed at medial side of the first clip. During grasping there was difficulty and the clip got entangled with chordae. Troubleshooting was performed and the clip was thought to be deployed on leaflets; however, after clip deployment, it was noted that the clip was deployed on chordae. Two clips implanted with no change to mr, mr remained at 4. No additional information was provided.